Event description:
The customer reported an intermittent system failure message. X-ray is disabled when this occurs. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The micro switches were evaluated and reseated. The system was tested, found to be working as intended and returned to service.